Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 05/23/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. Image quality was affected by issues with burnt in image. Gain cals performed and issue resolved. Noted that usb input pushed in.universal serial bus (usb) fixed. Unit operates as expected. On 06/13/2016 software investigation was completed. This issue was documented in a medtronic software anomaly tracking database.

Event description:
A medtronic representative reported that when booting the imaging system for the first time, the pendant would not go out of stand alone mode and sat in this state for approximately 20 minutes. The image acquisition system (ias) then re-booted and was able to completely boot-up into 2d mode. Normal function was restored. There was no patient present when this issue was identified.

Manufacturer narrative:
Device serial number now provided. Device manufacturing date now provided.